Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced high blood glucose. Blood glucose level at the time of the incident was 498 mg/dl. The customer stated that insulin pump had no delivery alarm. Customer stated that it was past event and resolved by infusion set and reservoir change. The device will not be returned for analysis.